Manufacturer narrative:
The customer material was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on coagucheck inrange meter serial number (B)(4). On (B)(6) 2022, at 06:30 p.m., the patient's inr result on the coaguchek inrange meter was 7.0 inr. On (B)(6) 2022, at 06:40 p.m., the patient's inr result on the coaguchek inrange meter was 2.4 inr. On (B)(6) 2022, at 06:50 p.m., the patient's inr result on the coaguchek inrange meter was 3.6 inr. The patient's therapeutic range is 2.8 - 3.6 inr with a testing frequency of daily.

Manufacturer narrative:
The test strips and the meter were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot number 39393580. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 47% donor 2 hct: 45% testing results: donor #1: retention meter and master lot strips: 2.2 inr customer meter and customer strips: 2.2 inr and 2.2 inr donor #2: retention meter and master lot strips: 2.8 inr customer meter and customer strips: 2.8 inr and 2.7 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.